Event description:
Dr implanted two ultratine forehead 3.0 devices in 2008. The patient contacted the operating physician on nine days later, reporting brow ptosis. On two months later, the physician performed an exploratory surgery, claimed that the post of the device remained in the drilled hole while the tine section of the device had migrated midway down forehead. The physician replaced the dislodged device with an endotine forehead 3.0 device. The physician did not provide explanted device for evaluation.

Manufacturer narrative:
The physician did not return the device for evaluation. The physician acknowledged that this is the first surgery performed with the ultratine device. More information will be provided if available.